Event description:
The sales representative reported that prior to surgery, it was identified that a screw was missing from the part. There were no persons affected. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event is not associated with patient contact. Product is an instrument, and is not implantable. Evaluation is pending.